Event description:
During use the device it was put in contact with metal forceps to stop a bleeder. When device was removed from forcep contact, there was an approximately a 1/2 centimeter flame coming from the tip of the device which extinguished itself immediately. Settings were increased from 6,6 to 8,8 and the hand piece was again came into contact with the forceps. Upon secondary contact there was not a flame but the doctor noticed the active area of the blade was glowing more than usual. The case was successfully completed with the initial device and generator. There was no impact or injury to the patient or staff.

Manufacturer narrative:
Facility not returning product as it is still in use. Eval code results: facility not returning product as it is still in use. Eval code conclusion: facility not returning product as it is still in use. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.